Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor tape adhesive is irritating her skin and causing her to break out in a rash. The customer's blood glucose reading was 30 mg/dl at the time of incident. Customer declined to troubleshoot her low blood glucose. The customer was advised to try other tapes for her sensor and that a replacement tape kit would be provided to her.